Manufacturer narrative:
Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. (B)(4).

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2013 for anemia, sepsis, nausea, vomiting, and fever. Patient has also been complaining about headaches and neuro is treating with good results. Patient was stated to have been discharged on (B)(6) 2013 on intravenous (IV) infusion.